Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this pacemaker had methicillin-resistant staphylococcus aureus (mrsa) infection. Reportedly, the patient went to the clinic due to pocket pain and itching after the implant. Upon checkup, a bulge was observed in the wound area which was believed to be a hematoma. A revision was performed and the device was explanted. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.